Event description:
A consumer implanted for non-malignant pain and chronic low back pain reported they were in an accident in (B)(6) 2013. At the hospital the consumer believed the device was shut off and had been off since then. It was further reported the device wasn't in the pocket, stuck out, and was almost through the skin. Starting three days ago when lying down to go to sleep, the consumer felt warming 40-50 times at the implant site for four to five seconds and it was getting hotter, but they were not in so much pain that they were on the floor. The manufacturer's representative (rep) met with the consumer and reported the consumer was experiencing a burning sensation at the battery site but they were unable to do diagnostics due to the device being at end of service (eos). No interventions/actions were taken and it was unknown if the issue was currently resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.